Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was damaged after the user was out in the rain and bent down to look under a car, resulting in a fractured screen that affected device functionality, with the affected component identified as the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.